Manufacturer narrative:
A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient¿s skin had an opening in the lead area in which sutures were coming out and that the skin was not healing. The patient had developed an infection. The physician believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well.

Event description:
A report was received that the patient¿s skin had an opening in the lead area in which sutures were coming out and that the skin was not healing. The patient had developed an infection. The physician believed that the infection was not device related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well.